Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the needles are coming off when they are giving injections resulting in the needle remaining in the patient's arm. This has occurred with multiple patients including pediatric patients of both sexes. It was stated the needles are getting stuck in patients injection sites.

Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.